Manufacturer narrative:
A getinge field service engineer (fse) was dispatch to the site to perform a preventive maintenance (pm) that was due on the iabp. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse replaced safety disk and batteries due to age. The fse performed and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak. No patient harm, serious injury, or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. The full initial reporter name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak. No patient harm, serious injury or adverse event was reported.